Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: failure to deploy-thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, difficulty was encountered at the halfway point during thumb advancer deployment and exchange sheath splitting could not be completed. The safety release was activated, retracting the locator wings, which released the device from the patient anatomy. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.